Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the cutwire was positioned towards 11 o'clock. After, the physician cut the tissue a few millimeters, the cut wire broke. No part of the cut wire fell inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length and distal tip were twisted. The exposed cut wire was broken and the broken ends of the cutting wire appeared discolored/blackened. The cut wire broke approximately 13 mm from the distal pierce hole. The broken sections of the cut wire remained attached to the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the cutwire was positioned towards 11 o'clock. After, the physician cut the tissue a few millimeters, the cut wire broke. No part of the cut wire fell inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.